Event description:
As reported, during embolization of an azygos vein shunt, the coil was advanced through a 035 navicross into a large aneurysmal segment. While advancing the coil, the physician did not like where one of the final coil segments was ending, so pulled the coil back into the navicross. While pulling back, the coil appeared to catch on the tip of the catheter and prematurely detached. The physician attempted to push the coil out of the catheter with multiple wires, as well as attempting to flush the coil out. Neither method was successful, so the navicross and coil were removed together. The coil was successfully removed from the patient and catheter. We were able to then reuse the catheter and continue the case. The case ended with a successful result and the patient was transported to the cardiac floor with no complications.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is expected however, not yet returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
A supplemental report is being submitted to report the evaluation findings, see h11.

Manufacturer narrative:
The investigation of the returned coil system found the implant coil stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.